Manufacturer narrative:
Concomitant medical products: product ID: 338940, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 338940, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the deep brain stimulation (dbs) system was explanted due to infection. An infection was found departing the left area of the lead. A CT scan revealed edema along the right lead. The implantable neurostimulator (ins) and leads were explanted and the patient started antibiotic therapy. The issue was not resolved at the time of this report. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.